Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a low out of range pacing impedance measurement of less than 200 ohms. Surgical intervention was performed and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.